Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by a hospital staff member that the customer had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was not provided at time of the reporting. Nothing further reported.